Event description:
It was reported that (1) lcsc1 was used during a diagnostic lap loa procedure. It was reported by the rep that per the scrub nurse, the shears worked for a while and then stopped. Attempted to retorque and clean blade but still did not work. A new lcsc1 was used to complete the case. There was no consequence to pt.